Event description:
It was reported that a user experienced scan errors when attempting to start a new freestyle libre 3 plus sensor in the app; after rescans, the sensor successfully initiated and entered a warm-up period, consistent with an intermittent communication failure associated with the antenna/electrical communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue was identified, characterized as intermittent communication failure traced to antenna/electrical communication components. It was concluded, based on previously established findings for similar reports, that the cause was component failure.